Event description:
It has been reported to philips that the system did not boot up successfully. The device was outside clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips investigated this complaint. According to the additional information collected the system was not in clinical use when the issue was identified. A philips field service engineer inspected the system onsite and confirmed that reported problems. Upon troubleshooting, fse identified that the ip pc does not work. During the next visit, fse found the pc's bios battery drained due to aging. To resolve the problem, fse replaced the bios battery. Philips implemented the correction. After replacing bios battery of ippc, the system was confirmed to meet specifications and returned to use. The codes were updated based on the investigation outcome.